Manufacturer narrative:
Findings: pump passed displacement test , rewind , basic occlusion test, prime/a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal/e70. Customer's blood glucose was 398 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not reported e70 alarm. The customer stated they were able to complete pump rewind. The customer received 3 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshooting for high blood glucose readings.